Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the device locked up with a "please wait" message. Could not confirm black screen, however found errors in the error log. As a result the software was reconfigured and reloaded. Concomitant products: product ID 2067 radiofrequency head. (B)(4).

Event description:
It was reported that the programmer was intermittently not interrogating devices. Technical support (ts) told caller to run the 2090 service disk, replace the radio frequency (rf head) and verify that the link electronics module (lem) connector is not loose. The caller will run the service disk and replace the rf head. It was further reported the programmer displays the "please wait..." Message every time it boots up. The recovery disk was ran but it did not eliminate the problem. The physician reported that at one point when a pacemaker was interrogated, the screen went black. The patient was re-interrogated with a different programmer. The programmer was returned for repair. No patient complications have been reported as a result of this event.